Event description:
It was reported that the right atrial lead was attempted and the helix was deploy/retract several times. On the last attempted placement with the lead, the helix required over 30 rotations and it did not appear to fully deploy. The physician had concerns on the reliability of the lead, so the lead was attempted and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead stretched. Distal conductor distorted, inner insulation kinked buckled, outer insulation breached cut. Full lead in segments was returned and analyzed.